Manufacturer narrative:
Synergy xd 3.50/12mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a shaft break at 26cm distal to the distal end of the strain relief and multiple kinks. A visual and tactile examination of the outer and mid-shaft section found no issues. No other issues noted with device.

Event description:
It was reported that shaft break occurred requiring additional intervention. The target lesion was located in a severely tortuous vessel below the knee. A 4.00 x 12mm synergy xd drug-eluting stent (des) was advanced for treatment. In an attempt to implant the stent, the shaft was broken and snaring was used to remove the device. The physician again advanced another 3.50 x 12mm synergy xd des and was able to be delivered successfully which completed the procedure. However, upon removal, the shaft was broken. No device fragments were left inside the patient's body. There were no patient complications reported.

Event description:
It was reported that shaft break occurred requiring additional intervention. The target lesion was located in a severely tortuous vessel below the knee. A 4.00 x 12mm synergy xd drug-eluting stent (des) was advanced for treatment. In an attempt to implant the stent, the shaft was broken and snaring was used to remove the device. The physician again advanced another 3.50 x 12mm synergy xd des and was able to be delivered successfully which completed the procedure. However, upon removal, the shaft was broken. No device fragments were left inside the patient's body. There were no patient complications reported.